Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 6.5, lab: 4.4. Caller reports results being obtained within a short period of time. Patient self tester had completed a hard workout, had coughed up some blood (which they believe is related to a bout with pneumonia mid-october). The pt was not admitted, the physician had him hold off on his coumadin dose for one day. Pt is scheduled for another lab draw on (B)(6) 2011. Recent blood work showed a normal hct.